Event description:
It was reported that the multi-link 8 stent delivery system (sds) was positioned at the level of the target lesion. When the stent was attempted to be deployed, it was noted on angiography that the stent was not present. The stent was found on the cath lab floor. The sds was withdrawn and the procedure was concluded by using another device. No patient effects have been reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was not returned for analysis which may have aided in the investigation. However, potential factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, it may be possible that positive pressure was applied to the balloon during prep, causing the stent to become loose and dislodge from the balloon with additional handling. As it was reported that the sds was positioned at the level of the target lesion, when it was noted on angiography that the stent was not present, it should be noted that the product instruction for use (IFU) states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, a conclusive cause for the cause of the dislodgment could not be determined. However, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this report.